Event description:
It was reported that the stimulator kept going off and the patient felt more pain during that time. The recharger did not show a lightning bolt so the patient had to press the recharger on button and then it went on. The recharger showed the implantable neurostimulator (ins) battery was full. The patient got almost all coupling boxes except one. It was asked if the patient could accidentally be pressing the ins off button the recharger, and the patient said no. This occurred (B)(6) 2015. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).